Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported. Visual inspection silicone offset, functional evaluation confirmed silicone offset remained on the carrier root cause is identified as raw material issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported. The samples will be returned for investigation.